Manufacturer narrative:
Date rec¿d by MFR: 09aug2019. Date of report: 01oct2019. The customer troubleshot with technical support. The customer could not duplicate the reported issue. The customer performed operational tests which all passed. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a low o2 alarm. There was no patient or user harm reported.